Event description:
The lay user/patient contacted lifescan in late 2008 and alleged that her one touch ultra2 meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred the same day at 8:20 pm. She reported obtaining results of 140, and 157 mg/dl on the subject meter/strips and was comparing it to her normal readings/feelings. She also reported that she had obtained alleged inaccurate erratic results (140, 157, 144, and 158 mg/dl - performed within 10 minutes of each other.) Based on the precision test, the subject/strips are within lifescan's specifications. As a result of the reported issues, the patient did not take any actions. She reportedly felt nervous, shaky, and had dry mouth after the products issues began. However, she did not receive any medical treatment. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient claimed to have experience symptoms suggestive of hypoglycemia after the reported issues began. The alleged high results were compared to her normal readings/feelings, and the alleged erratic results were within lifescan's specifications for precision testing. The patient did not receive any medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.